Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure with band ligation in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the band would not deploy. The device was removed from the patient, and they attempted to deploy the band; the band would still not deploy. No visible damage was noted with the device, or the device packaging. There was no issue turning the handle knob. Another speedband superview super 7 device was used to complete the procedure.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.